Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the 12v line was shorted and the f600 fuse was open. The cause of the inability to power on is the shorted line and open fuse. The cause of the damaged components is a short in the pca board at the j1 battery connector. The root cause of the short in the pca board cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's device would not power on.